Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus / migration of essure coil behind right side of uterus') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included contraception, multiple allergies, fever, pap smear abnormal, chickenpox and gerd. Previously administered products included for birth control: depo-provera from 1998 to 2009; for an unreported indication: citalopram hydrobromide, fexofenadine and buspirone hcl. Concurrent conditions included overweight, costochondritis, hemihypoaesthesia, osteoporosis, depression, anxiety, lower abdominal pain, pains in legs, frequency urinary, nausea, perineal pain, fibrosis and paratubal cyst. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) from 2009 to 2019 for birth control as well as cholecalciferol (cholecalciferol), ethinylestradiol; norgestimate (norgestimate & ethinyl estradiol), fexofenadine hydrochloride (fexofenadine hcl) and risedronate sodium. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraine/headache"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). The patient was treated with alendronate sodium (fosamax), antibiotics, omeprazole (prilosec) and surgery (laparoscopic bilateral salpingectomy with the essure coli removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, migraine and gastrooesophageal reflux disease outcome was unknown, the pelvic pain, back pain, vaginal discharge and fatigue was resolving and the vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder and weight increased had resolved. The reporter considered back pain, bladder disorder, device expulsion, fatigue, gastrooesophageal reflux disease, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2014. Removal details: grossly normal uterus, tubes, and ovaries. Essure coils appear to be normally positioned. Coils were noted beyond the cornual angle into the uterine cavity bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, gerd, device expulsion, back pain, vaginal hemorrhage, pelvic pain and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received : previously reported event of "injury nos" replaced with event of pelvic pain. New events added- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder or urinary problems or changes, migraine/headache, migration of essure device: uterus / migration of essure coil behind right side of uterus, vaginal discharge, fatigue, weight gain, gerd, back pain and she did not undergo an essure confirmation test. Medical history, concomitant condition treatment drug, concomitant drugs and historical drug were added. Reporter¿s information was added. Patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.